Manufacturer narrative:
Ocd performed a batch review of the lot of gel cards. All results were satisfactory. (B)(4).

Event description:
Customer reported no reactivity in gel with a patient confirmed to have an anti-k. As part of troubleshooting, the customer repeated the testing using the same set of screening cells against the same listed lot of gel cards. A 2+ reaction was observed. Customer performed additional testing and positive results were observed. Customer indicates their confidence that the root cause of the initial false negative may have been attributed to technical error and not related to any defects of the listed ocd products.